Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. Contributing factors include a reaction of the surgical trauma and may be caused, or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported "2+" diffuse lamellar keratitis (dlk) was observed at one day post lasik procedure of the left eye. Reporter indicated topical steroid eye drop dosage was increased, and dlk resolved by two week post operative visit.